Event description:
It was reported that the patient had excellent symptom control since receiving the device approximately 6-9 months ago; however, she had experienced seizures as of the last 2 months. The seizures started to occur after receiving the implant, never prior to implant. The seizures were sporadic and did not occur every day. The device had not been turned off to see if she would still experience the seizures. The patient was going to have a brain MRI. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information reported that the patient had right sided involuntary movements and difficulty talking during post-ictal period. The seizures sometimes resulted in loss of consciousness. The impedance measurements of the device have not been checked. The patient did have abnormal electroencephalograms (eeg) and is maintained on 2 antiseizure medications. The patient outcome was reported as serious injury/illness and ongoing. The nurse had not been able to draw any correlation to the seizures and the device.

Manufacturer narrative:
Product ID 3093-28, lot# v926904, serial#, implanted: 2012 (B)(6), explanted: product type lead, product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient (B)(4).